Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrodes. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation

Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the customer's report was not replicated or confirmed. Review of logs for the reported event date of 9/18/2025 showed the device powered on normally with pads connected, successfully obtained patient impedance, and dislayed a stable ECG throughout the event, including during CPR and the subsequent case. No loss of patient impedance or ECG was recorded. Although the unit briefly entered lead view twice without an ECG displayed, it was promptly returned to pads view; the cause could not be confirmed as button pressed are not logged. No evidence supported the customer's report of ECG loss or pad reconnection. Full functional and ECG stress testing revealed no issues, and the device consistently recognized pads. The mfc receptacle was replaced as a pre-caution. The device was recertified and returned to the customer. No trend is associated with reports of this type.